Event description:
Customer states: prior to use, a doctor confirmed deflation failure. No patient involvement was confirmed.

Manufacturer narrative:
(B)(4). Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report.